Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process. The customer's blood glucose reading was 6.9mmol/l.advised to revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device passed the prime, displacement and no reservoir alarm.